Event description:
Trach noted to be broken and cracked and required ett (endotracheal tube) to be replaced. The packaging was unavailable however the information on device identified manufacturing number is 60 xltcp and its lawson # (B)(4).